Event description:
It was reported to ventec that the patient circuit was broken. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, information for the vocsn device was not provided by the reporter.

Manufacturer narrative:
The vocsn device was not returned to ventec for evaluation. Ventec did receive the broken patient circuit and verified the reported issue. Ventec's investigation determined that the root cause of the broken patient circuit was insufficient adhesive where the cuff meets the connector. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.